Manufacturer narrative:
Evaluation summary: no sample was received, no lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot info was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The complaint info does indicate the customer did not use the correct cartridge. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the injector folded the haptic, causing a deformation, and the iol fell into the vitreous. The surgeon removed and replaced the iol during the same surgery. Add'l info has been requested.